Manufacturer narrative:
This report is to retract report submitted on 02 apr 2025. This is not a reportable event. All previously submitted information should be corrected to not applicable and null fields.

Event description:
It was reported that the right ventricular (rv) lead exhibited high voltage (hv) impedance anomaly. On (B)(6) 2025, the patient presented to the hospital to extract the right atrial (ra) and rv leads. During the procedure, the superior vena cava (svc) was occluded and the physician was only able to extract that ra lead and a portion of the rv lead. The physician decided to implant an atrial leadless pacemaker (lp). The lp implant was successful, however, after an hour the patient's blood pressure dropped and the patient 'coded.' The patient was treated with ECMO (extracorporeal membrane oxygenation) and later put on life support. It was noted that there was an effusion at the right atrium and inferior vena cava (ivc) junction. The physician suspected that this was caused by lead extraction from the groin. The patient was removed from life support a few days after.